Event description:
It was reported that surgeon revised a total hip for stability and dislocation issues. Patient had a rejuvenate hip stem. Only the head of the stem and liner of the cup was changed.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 40 liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.